Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information reviewed, the cause for the reported patient effect of atrial perforation was likely due to procedural circumstances. The reported patient effect of atrial perforation is listed in the mitraclip ntr/xtr system instructions for use as a known possible complication associated with mitraclip procedures. The additional therapy/non-surgical treatment and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Dates estimated (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled, surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients. The clip delivery system referenced in b5 and d11 is filed under a separate medwatch report number.na

Event description:
This is filed to report, atrial perforation, medical intervention and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, one clip was deployed, reducing mr. However, 47 days later, it was noted that an atrial perforation was observed which indicates the steerable guide catheter may have caused after removal during the initial procedure. Then it was observed that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda) increasing mr to 3. The clip was moving on the anterior leaflet. The patient developed atrial fibrillation. The patient remained hospitalized and underwent mitral valve replacement surgery. The atrial perforation was closed with an unspecified closure device. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients." No additional information was provided.